Event description:
Patient with heartware therapy for 12 weeks, with complicated post operative course, was discharged to home, and now presents with large volume bilateral cerebrovascular accident in the setting of a subtherapeutic inr (1.2).